Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, several episodes of non-sustained ventricular oversensing were observed. Review of the egm shows oversensing of myopotentials. Further testing was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.